Event description:
It was reported that there was loss of right ventricular capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Additional information received reported there was a gradual increase in pacing threshold with occasional loss of ventricular capture. The patient has a known history of keloid formation.

Manufacturer narrative:
Additional information received reported there was a gradual increase in pacing threshold with occasional loss of ventricular capture. The patient has a known history of keloid formation. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was loss of right ventricular capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the lead was returned, analyzed and no anomalies were found. It was noted there was blood on the proximal conductor (not obstructed), there was cosmetic depression and cosmetic environmental stress cracking of the outer insulation, the proximal conductor was kinked/buckled, there was blood in/on the distal electrode, the outer tubing overlay was breached and there was apparent explant damage.